Event description:
While the surgeon was inserting a permacath for dialysis under fluoroscopy, a foreign object found to be a piece from glidewire was discovered around the pulmonary artery. The patient was transferred to a tertiary care center so that the object could be retrieved.